Event description:
It was reported a patient had an infection that was life threatening. Additional information was received through follow-up with the patient who stated over 2 years ago he had a fungal infection of his peritoneum (fungal peritonitis). The patient stated the fungal peritonitis event was caused by the pd catheter (not a fresenius product). Reportedly, the patient kept a tight dressing on his pd catheter exit site for an extended time. The patient did not report any issues or concerns with fresenius products in relation to this event. No further information is available.

Manufacturer narrative:
Additional information: b3, b5 clinical investigation: a temporal relationship exists between the pd therapy with the fresenius cycler/ fmc cassette set and the patient¿s fungal peritonitis event. Currently, there is no allegation nor any objective evidence that a fresenius cycler/ fmc cassette set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy with the pd catheter often being the source of infection. Based on the reported information, the cause of the patient¿s peritonitis can be reasonably attributed to the pd catheter (not a fresenius product). Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient had an infection that was life threatening. There is no further information available.